Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
A complaint was initiated for a patient who underwent a hip surgery on (B)(6) 2025. The original surgery occurred in (B)(6) 2014. The surgery occurred because of reported infection during the revision stem and femoral head, acetabular insert, acetabular cup, and bone screw were removed and replaced with a spacer.